Event description:
Comments included in email received from complaints: I used several bottles of this product to flush lines into my stomach and gallblatter to flush infection for 2 months. I've had all kinds of problems with pain and infection to these areas. What is the plan and what can I do to fix my problems... Please contact me asap. Thank you. (B)(6).

Manufacturer narrative:
An email was sent to the product removal info email address by (B)(6) on 12/16/2023. The email was forwarded to the complaints department on 5/24/24, which initiated nurse assist's investigation of the reported incident and determination that the noted incident was reportable. A follow-up email was sent to (B)(6) by the complaints department on 5/28/24 and 6/19/2024 requesting additional information to aid with reporting and with the investigation. The product removal info email address was intended to be used solely for facilitating return and replacement of product and was not being reviewed for complaint information, which resulted in the delay of reporting this incident. The product removal info email inbox is being expeditiously reviewed to identify any other incident related information that would be considered as a complaint.